Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels have been consistently high for the past 11 days, with an average of 178mg/dl, and a high of 403mg/dl. Bg levels were lowered by administering a correction bolus.